Event description:
The collimator was hanging by the detent pin that was stuck on the lip of the collimator bracket. The detent mechanism was bent and damaged. The top cover was lying on the counter.

Manufacturer narrative:
The screws were replaced and the collimator was remounted after bending the detent assembly and the off focal vanes back into position. After troubleshooting it was found that a breaker was tripped on the control rack and the pin was damaged on the main connector for the collimator, which was eventually replaced.